Event description:
It was reported that the recharger cord was frayed and the recharger wasn't charging. The device was replaced. There was no patient impact reported.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. H3. Analysis of the 37761 desktop charger (s/n: unknown) part of the 37651 recharger (s/n: (B)(6)) found the complaint was confirmed. The recharger adapter port pins were broken/bent and the recharger adapter cables were exposed/cut/broken and fraying. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.